Manufacturer narrative:
Analysis of the catheter found significant twisting that may have affected infusion.

Event description:
The patient was experiencing less than 50% therapy relief. The physician noticed during refill that the drug was not being delivered. They originally thought that the pump was the issue, but it was discovered once the patient was opened that the catheter was severely kinked; the location of the kink was unclear. Both the pump and catheter were replaced; the pump was replaced ¿just to be safe¿. A dye study and x-rays were done as part of troubleshooting the issue; the date and results were not reported. The patient status was reported as ¿alive-no injury¿. The device system was delivering morphine.

Event description:
Additional information received reported that the catheter had been placed in the mail, and that the pump was never to be returned.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter. (B)(4).